Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The fse was unable reproduce the reported problem when testing the olympus equipment and verified that the olympus equipment performed as intended. He determined that the customer's monitor is a 3rd party non-olympus non medical grade monitor and recommended to the customer that they obtain an olympus monitor. The fse determined that the reported problem was associated with non-olympus equipment; a 3rd party surgical cautery device (eus-30) and the non-olympus monitor. The fse indicated that the customer's biomedical engineering personnel performed additional troubleshooting and they determined that the non-olympus monitor and the surgical cautery device were connected to the same electrical circuit and they believe that it "shorted," causing the observed problem. Once the 3rd party surgical cautery device and non-olympus monitor were connected to separate outlets, the user facility reported that the issue no longer occurred.

Event description:
A user facility reported to olympus that the image has blacked out on their monitor connected to a cv-190 when activating a non-olympus surgical cautery device (eus-30) during procedures. The image reappeared when activation stopped. There was no patient injury or harm associated with this report.

Event description:
This complaint is associated with complaint (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was unable to be confirmed during the evaluation step of the complaint process. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the instruction for use (IFU) was performed and it was confirmed that it gives instruction for proper use of the product. This may have prevented the discrepancies identified. Specifically the IFU states; intermittent image if combinations of equipment other than those shown below are used, the full responsibility should be assumed by the medical treatment facility. Such combinations do not only allow the equipment to manifest their full functionality but may also imperil the safety of the patient and medical personnel. In addition, the endurance of the video system center and ancillary equipment is not guaranteed. Troubles caused in this case are not covered by free-of-charge repair. Be sure to use the equipment in one of the recommended combinations b. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. There was no anomaly in the device in question, and the image display disappearing was most likely caused by the use of a non-medical monitor.